Manufacturer narrative:
The lead was returned for analysis. This report will be updated when analysis is complete.

Event description:
Boston scientific received information that this left ventricular lead exhibited increased threshold measurements and loss of capture at maximum outputs. It was determined that the lead had dislodged. An invasive procedure was performed. This lead was explanted and successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found melting of the outer insulation consistent with electrocautery damage. Laboratory testing was unable to reproduce the reported clinical observations.